Event description:
Extravasation of yondelis during 24 hr home infusion pump due to pt reporting huber needle came partially out and she pushed it back in. Dose or amount: 2.8 mg, frequency: q21d, route: IV. Dates of use: (B)(6), 2017. Diagnosis or reason for use: sarcoma.